Event description:
Patient receiving intravenous immunoglobulin ivig infusion, 120 gms. Noted leaking from filter connection onto floor at start of infusion. Despite a lot of taping of filter to tubing, filter popped off tubing and medication leaked. Remainder of bag infused w/o incident. Different tape used to secure connection.